Event description:
Information was received indicating that this ambulatory infusion pump exhibited an issue with the latch lock. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection found the pump to be in good condition. The pump's event history log had no related findings. Functional tests included use testing. It was found that the pump had difficulty latching. Further inspection found the pump had a bent chassis by the bezel. The chassis assembly was replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to the bent chassis.